Event description:
A report was received that the patient experienced loss of stimulation and underwent a lead explant procedure due to high impedance contacts and lead fracture.

Manufacturer narrative:
Device evaluation indicated that the lead passed mechanical tests performed. Analysis of lead sc-2316-70 s/n (B)(4) confirmed the complaint. Visual inspection revealed the lead body had 3 pronounced kinks approximately 18 cm from the distal end, where the lead appears to have been sutured. All cables were broken/severed at these spots. The fracture sites are approximately 1 cm from the clik anchor setscrew mark. This appears to have been caused by fatigue possibly coupled with postural changes/movements. The completely severed cables are the reason for the high impedances observed. No cables are exposed.

Event description:
A report was received that the patient experienced loss of stimulation and underwent a lead explant procedure due to high impedance contacts and lead fracture.